Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient experiencing ugi bleed after 4th rfa for long-segment barrett's esophagus with low grade dysplasia. Patient underwent 4th rfa procedure on (B)(6) 2015 using the barrx 90 at 12j/cm2. Patient presented to the ER on (B)(6) 2015 with black tarry stools that began the evening of (B)(6) 2015. Patient also reported having vomited coffee ground material. Egd on (B)(6) 2015 showed two superficial distal ulcers without bleeding but with coffee grounds in the stomach. Hemoglobin dropped from 13.6gm to 8.9gm but did not require transfusion and was hemodynamically stable throughout. Patient was discharged on (B)(6) 2015.